Event description:
Customer reported that 3 known rh positive patients were interpreted as rh negative when tested with anti-d (monoclonal blend) series 4 lot 504812 and anti-d (monoclonal blend) series 5 lot 505622 on the echo.

Manufacturer narrative:
Review of instrument images: sample (B)(6) interpreted as o rh negative. Noted that both d series 4 and d series 5 were grainy in appearance with d series 5 being slightly stronger. Sample (B)(6) interpreted as a rh negative. Visual interpretation of wells agrees with the echo interpretation. Sample (B)(6) re-tested and interpreted as a rh positive (vials of anti-d series 4 and anti-d series 5 different for vials used for initial testing). Sample (B)(6) interpreted as o rh negative. Noted that both anti d wells were grainy in appearance with the anti-d series 5 being slightly stronger. Batch 10549 testing against (B)(4). All 3 vials interpreted as expected with vials 1 and 3 reacting strong in the anti-d reagents. Requested that samples (B)(6) be retested on the echo and manually using different vials of anti d series 4 and 5 of the same lot numbers. Follow-up with customer: retesting of samples (B)(6) on the echo results with rh positive reactions. The three samples were also tested on the bench with anti-d series 4 and anti-d series 5 and all gave 3 to 4+ reactions by manual tube method at immediate spin. Customer verified that they rotate their reagent racks every 12 hours. All 3 patient samples were originally tested using the same vials of anti-d series 4 and anti-d series 5, and resulted positive after switching to different vials of anti d series 4 and anti-d series 5 of the same lot numbers. Unable to rule out that the vials used for the original testing had become compromised.